Manufacturer narrative:
Corrected data: section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of issues with threading the backup battery cover screw was confirmed. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The bottom right screw of the backup battery cover would not thread in the hole. A damaged helicoil was noted. The damaged helicoil in the screw hole would result in an issue with the screw not being able to be properly threaded. The provided information stated that the patient's system controller was exchanged after damage was observed on the modular cable. When setting up this new controller, one of the screws of the backup battery cover would not thread. There appeared to be a filament in the hole that was not able to be removed. Additional information stated that the issue resolved with an exchange. A root cause for the reported event was determined to be due to damage to the locking mechanism; however, a root cause for this damage was not conclusively determined. A manufacturing analysis task has been initiated to further investigate the issue of a damaged helicoil. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator performed a modular cable exchange for a patient with torn silastic on the modular cable. The patient was also given a new system controller and one of the screws would not thread in the back cover where the emergency backup battery (ebb) was. There appeared to be a filament in the hole and it could not be retrieved or removed. A system controller replacement was requested. It was confirmed that the original system controller was only exchanged with the modular cable per the instruction for use (IFU) and there were no issues with this system controller. Exchanging the equipment resolved all the issues.